Event description:
During a coronary stenting procedure, a cypher stent (2.5/18mm) came off the device in the aorta. The stent and the device were thrown away. There was no reported injury. The stent will be returned, the device (shaft) will not be returned. There is no additional pt or procedural information at this time.